Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 22.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient was unhappy with the reading that the lens provided. There was an incision enlargement and sutures used. The lens was replaced with a 3-piece lens, the model and type were not provided. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the complaint device was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of complaints was performed on jan-10-2018. The search revealed that no similar complaints were received for this production order number. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.